Manufacturer narrative:
Correction: please retract the report 2017865-2020-01315. Ide products are reported through alternative reporting requirements per FDA regulation 803.19 and do not require MDR reporting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited t-wave oversensing. No intervention was performed. The patient was stable.